Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during the pre-use check. Our field service engineer investigated the ventilator on site and confirmed the internal leakage failure together with the failure of the flow transducer and the failure of the patient circuit test. The o2 gas module was found to be defective and needs to be replaced. No further information was provided. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site and confirmed the internal leakage failure together with the failure of the flow transducer and the failure of the patient circuit test. The o2 gas module was replaced as it was found to be defective. After the replacement, the pre-use check passed and the ventilator is in working condition. The o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to a defective o2 gas module. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).